Manufacturer narrative:
Other relevant device(s) are: micra, model #:mc1vr01-delsys / expiration date: 14-may-2020 / serial#: (B)(4), UDI #: (B)(4), mfg date: 21-nov-2018. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that diagnostic testing showed a small amount pleural effusion mainly on left side. The patient's hospital stay was prolonged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), after the delivery of the ipg, there was a sudden increase in thresholds and the threshold was high at the end of the procedure. The patient experienced persistent low blood pressure; however, it was noted that this was probably due to vagal effect with low venous return. Testing confirmed that there was no pericardial effusion or retroperitoneal bleeding. The ipg remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.